Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error while he was sitting at his computer. Blood glucose value was 172 mg/dl. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. Unable to perform the displacement test due to an unresponsive act button. The unresponsive act button was due to moisture damage on the keypad trace. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and a missing end cap sticker.